Event description:
It was reported that despite changing both the system controller and modular cable there was a persistent driveline power fault alarm. The pump appeared to be functioning normally. Motor function had not been affected by the event. Log files were submitted for the system controller in use prior to the exchange and showed a driveline power fault alarm flag on (B)(6) 2025 at 17:20:09. The data from the power conductors indicated that there were intermittent reductions in the current values across power conductor b. This trend was visible in each system controller. The site noted there to have been no further alarms after replacing the modular cable a second time. The patient was discharged and would follow up if the alarms reoccurred. As of 16jun2025, the patient had not experienced any symptoms, and the cause of the driveline power fault alarms had not been identified. If alarms were to reoccur, the site would perform an x-ray and the driveline would be cleaned or repaired if there was concern of a fracture.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these alarms could not be conclusively determined via this analysis. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined via this investigation. The controller event log file captured driveline power fault alarms associated with fluctuations of the power b signal below the alarm threshold throughout the data reviewed. The driveline power faults did not appear to prevent the pump from functioning at its set speed. The exact cause of the reported alarms was not able to be conclusively determined via this investigation. The patient remains ongoing on heartmate 3 lvas. No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.